Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. The customer reverted to an alternate method of insulin therapy, a replacement was sent to the customer to resolve the issue. There was no adverse impact to the customer's blood glucose level.